Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set was leaking from port 2. This was observed during filling prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: march 24, 2022 - march 29, 2022. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed and a leak was not observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.